Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported. An x-ray was performed which revealed the lead was fractured. The lead was programmed off and the patient will be seen for a follow up visit soon. No adverse patient effects were reported.